Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited low atrial sensing issue. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, the distal portion of the lead was returned for analysis. Electrical testing did not find any indication of conductor fracture or internal shorts. A visual examination of the lead did not find any anomalies.